Event description:
It was reported by the customer that the device was broken/damaged, "factory recall fr110 lvp bezel post recall r093-r098." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing platen, lvp bezel post recall complete. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to missing platen/hinge assy 8100. During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement. ¿during testing of the returned device the pump module was found out of specification for rate accuracy. ¿external inspection confirmed damaged platen with the returned pump module. ¿replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/damaged, "factory recall fr110 lvp bezel post recall r093-r098." There was no patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged, "factory recall fr110 lvp bezel post recall r093-r098." There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing platen, lvp bezel post recall complete. Based on the findings, service determined that the probable cause of the reported issue was due to missing platen/hinge assy 8100. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.